Event description:
An aneurx stent graft systems was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm 10 years and four months ago. Aneurysm and vessel morphology from the time of implant are not available. It was reported that the patient was recently found to have a proximal type I endoleak. The stent graft had migrated and was 5 cm below the renal arteries and this was attributed to aortic neck dilatation. A 28 mm endurant bifurcated graft was implanted from the right side and placed at the level of the renal arteries. A 16 mm limb was implanted from the left side. This procedure successfully resolved the endoleak. The patient will continue to follow-up with their physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (endoleak, stent graft migration), patient's condition affected effectiveness of device (aortic neck dilatation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (aortic neck dilatation).